Manufacturer narrative:
H3: product analysis of product # 6550017; lot # kh19g017 visual and optical inspection confirmed the extender is worn from repeated use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility(uf) via a manufacturer representative regarding a device. It was reported that the device is bent. There was no patient involved at the time of event. Additional information received from manufacturer representative that the device has been used numerous times and not an initial defect.